Manufacturer narrative:
Ibx received customer complaint from (B)(6) on (B)(6) 2021 as follows. The employee tested positive with the covid-19 saliva test on (B)(6) 2020 and tested negative on a nasal swab test the following day. The device used for saliva test was infinity biologix taqpath sars-cov-2 assay using thermofisher - applied biosystems taqpath covid-19 combo kit. The taqpath kit has four components: 1) taqpath covid-19 control-dilution buffer. 2) taqpath covid-19 control-positive control. 3) taqpath covid-19 control-pcr assay multiplex (lot# 2263979, exp: 09/30/2021). 4) taqpath covid-19 control-multiplex master mix (lot# 2008136, exp: 08/17/2021). Ibx initiated internal investigation event resolution (B)(4) for our (B)(4) event resolution. An associated complaint number is (B)(4). Below is summary of our internal investigation: ibx thoroughly investigated all instruments (activity log, calibration, maintenance log etc.) Reagents (partial information regarding lot# and expiration provided above), methods and electronic records (for any possible mix-up) used in processing subject sample. Ibx didn't find any abnormality. Ibx re-examined initial results. This sample had cts in the mid 30's with an s gene drop out. There was insufficient volume to re-test. Test to test comparison is not advised, as the saliva test has been shown to be more accurate and more sensitive than swabs. We believe this to be a true positive. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359

Event description:
The employee tested positive with the covid-19 saliva test with infinity biologix taqpath sars-cov-2 assay using thermofisher - applied biosystems taqpath covid-19 combo kit (on (B)(6) 2021) and tested negative on a nasal swab test the following day. No information was provided for type and manufacturer of nasal swab test.